Event description:
It was reported that the patient felt that sometimes the pump was tilted forward, and when the patient 'pushed the pump back, it moved down again.' There was swelling around the pump implant site and this possibly contributed to the tilted pump. It was also noted that the patient's back was still hurting, and the patient wondered how long it would take before the medication in the pump would work like what she had with the trial. The patient had an upcoming follow-up appointment scheduled with her physician. The pump was being used to deliver morphine and the patient thought she may have baclofen but was not sure. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported noted the ¿pump flips out sometimes¿. It was noted that the device ¿stuck out¿ when the patient was sitting, bending and standing. When the patient laid on her back, the pump ¿flattened out a little bit.¿ the patient had tried ¿spanx¿ to hold the pump in, but her skin reportedly got red. It was believed it may have been a reaction to the spandex. The patient was currently wearing a back brace. Morphine had previously been in the pump which made her legs swell. The patient followed up with the health care provider regarding the swelling. Consequently the pump was turned down and the morphine was removed, and replaced with dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a pump segment revision kit was performed on (B)(6) 2013. It was noted that the pump was used to infuse dilaudid starting on (B)(6) 2012 and was on-going. It was reported that the patient's symptoms were "pump flipping in pocket". It was noted that there was pump movement in the pocket. It was reported that the pump moving in the pocket was due to the pump being flipped. It was noted that catheter was contorted and twisted in two different locations. It was reported that the location of the catheter pinch was the proximal pump segment. It was noted that the catheter issue was identified during surgical observation on (B)(6) 2013. It was reported that surgical intervention occurred on (B)(6) 2013. It was reported that the catheter-pump segment revision, spliced. It was noted that there were no "catheter or catheter segments left in the patient, not in use". Iit was reported that yes, catheter segments were left in the intrathecal space. It was reported that the positioning of the device was corrected. It was reported that the pump was secured with sutures on (B)(6) 2013. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a revision surgery in (B)(6) 2014. It was noted that the patient did not recall when they started to have issue with catheter being pinched, other than it was long time ago. It was reported that the pump was flipping. It was noted that the patient was not a good historian.